Manufacturer narrative:
(B)(4) - explant of intraocular lensall pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a ''wrong diopter'' from the patient's left eye. No incision enlargement and no vitrectomy was required. No adverse effect and no patient injury were reported. It was stated that the lens insertion was completed. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/21/2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that lens was cut in two (2) pieces and revealed the sample had residuals (debris/particles) compatible with handling the lens. The lens condition was consistent with a lens that had been explanted and was not manufacturing related. Further testing of the lens was prohibited due to the lens condition, it was cut in two pieces. The complaint for wrong diopter was not verified. The product did not meets acceptance criteria. Based on the investigation no cosmetic defects related to manufacturing were found in the received lens. The lens condition was consistent with a lens that had been explanted. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer report were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.